Event description:
Pt had vascular access device implanted on (B)(6) 2007, to facilitate chemotherapy for rectal carcinoma with retrovaginal involvement. The pt was scheduled for removal and replacement of the vascular access device on (B)(6) 2007, for a non-functioning vascular access device. The vascular access device port and approx 2.5 inches of the attached groshong catheter was removed. Approx 5.5 inches of the groshong catheter was not retrievable from the subclavian vein and/or superior vena cava. The new vascular access device with groshong catheter was placed in the left subclavian regiona and subclavian vein. An interventional cardiologist was consulted and the pt was discharged from the surgery center to be admitted to (B)(6) hospital. The pt was admitted and taken to the cardiac catheterization lab of the hospital where the remaining groshong catheter was retrieved from the left pulmonary artery and removed. The pt was discharged from the hospital on the same day.